Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to update, error codes were found in the log file. It was noted that the stylus did not work and both the keyboard hinge left and the cord bay latch were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.